Manufacturer narrative:
This report is for unknown cage/spacer - cervios/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: helseth, o. Et al.(2015), outpatient cervical and lumbar spine surgery is feasible and safe: a consecutive single center series of 1449 patients, neurosurgery, vol 76(6), pages 728-737 (norway). The aim of this study is to study types and rates of complications after outpatient lumbar and cervical spine decompressions. During march 1, 2008 to july 29, 2013, a total of 1,449 patients (1073 lumbar and 367 cervical) were treated with anterior cervical decompression and fusion (acdf) and posterior lumbar decompression using peek cages. (Synthes; cervios, oberdorf, switzerland). The following complications were reported as follows: (B)(6) year-old female patient had stroke. She was observed and rehabilitated. She did not recover. (B)(6) year-old male patient had stroke. He was observed and rehabilitated. He did not recover. (B)(6) year-old male patient retroperitoneal hematoma. He was observed and had blood transusion. He recovered. (B)(6) year-old male patient had back pain. He was observed. He recovered. (B)(6) year-old male patient deep infection. Evacuation of abscess was performed and antibiotics was given. He recovered. (B)(6) year-old male patient had a headache. Duraplasty was performed. He didn't recover. (B)(6) year-old male patient had neck pain. Duraplasty was performed. He recovered. (B)(6) year-old female patient had deep infection. Evacuation of abscess was performed and antibiotics was given. She recovered. (B)(6) year-old male patient had deep infection. He was given antibiotics. He recovered. (B)(6) year-old male patient had deep infection. Evacuation of abscess was performed and antibiotics was given. He didn't recover (B)(6) year-old female patient had a headache. She was observed. She recovered. (B)(6) year-old male patient had a headaceh. He was observed. He recovered. (B)(6) year-old male patient had muscular weakness in his arm. He was observed and rehabilitated. He recovered. (B)(6) year-old female patient had muscular weakness in her leg. She was observed. She didn't recover. (B)(6) year-old female patient had deep infection. Evacuation of abscess was performed and antibiotics was given. She recovered. (B)(6) year-old female patient had deep infection. Antibiotics was given. She recovered. (B)(6) year-old male patient had deep infection. Evacuation of abscess was performed and antibiotics was given. He recovered. (B)(6) year-old male patient had back pain. He was observed. He recovered. (B)(6) year-old female patient had back/leg pain. She was observed. She didn't recover. (B)(6) year-old male patient had back pain. Reexploration was performed. He recovered. (B)(6) year-old male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) year-old male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) year-old female patient had postoperative hematoma. Evacuation was performed. She recovered. (B)(6) year-old male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) year-old female patient had postoperative hematoma. Evacuation was performed. She recovered. (B)(6) year-old male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) year-old male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) year-old female patient had postoperative hematoma. Evacuation was performed. She recovered. (B)(6) year-old male patient had deep infection. Antibiotics was given. He recovered. (B)(6) year-old male patient had deep infection. Antibiotics was given. He recovered. (B)(6) year-old male patient had deep infection. Antibiotics was given. He didn't recover. (B)(6) year-old male patient had deep infection. Evacuation of abscess was performed and antibiotics was given. He recovered. (B)(6) year-old male patient had dysphagia. Otolaryngology was performed. He didn't recover. (B)(6) year-old male patient had dysphagia. Otolaryngology was performed. He didn't recover. (B)(6) year-old male patient had voice problems. Otolaryngology was performed. He didn't recover. (B)(6) year-old female patient had recurrent laryngeal nerve palsy. Otolaryngology was performed. Shee didn't recover. (B)(6) year-old female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) year-old male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) year-old male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) year-old male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) year-old female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) year-old female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) year-old male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) year-old male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) year-old female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) year-old male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) year-old female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) year-old male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) year-old female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) year-old female patient had deep infection. Antibiotics was given. She recovered. (B)(6) year-old male patient had deep infection. Antibiotics was given. He recovered. This complaint involves total 51 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 6 separate complaints: (B)(4). This report is for a (B)(6) year-old female patient who had deep infection. This report is for a peek cage-cervios. This is report 5 of 9 for (B)(4).